Event description:
Used philips / respironics auto cpaps for 20+ years. Remstar auto, system one auto and dream station auto. Documented medical conditions: I have growths in my lungs bi-lateral. I am in o2 at 3lpm 24/7 with bleed in to coap. I have severely decreased gfr levels that have declined significantly in the past 2 years. A mass has been found in my liver, left adrenal gland and also I have in the last year been diagnosed with a carotid body tumor, multiple thyroid tumors, and recently 2 lymph nodes that may be "reactive". I am also having oral issues and waking up with a very dry mouth for the past 2 years, using the dream station. My energy levels have gone down considerably. Please feel free to contact me for any questions and more detailed information. Unknown reason for glomerular functions drastic decrease in the past few years. Diabetes a1c highest has been 7.1 - 7.2 recent testing on (B)(6) 2021 shows a1c at 6.1, diabetes is being well managed. Creatine/bun levels only slightly elevated. Shipping number for return of corrupted dream station to philips, is included in images. I have my old cpaps, I will need to find them in storage. Documented diagnoses: interstitial lung disease (restrictive) diabetes mellitus ii hypertensive disorder ??do not administer imaging contrast)?? Acquired polycystic kidney disease (gfr at 53 (B)(6) 2021 / 43 (B)(6) 2021) urinary incontinence bilateral hip joint pain bilateral knee pain chronic secondary dysthymia edema obesity (B)(6) osteoarthritis obstructive sleep apnea syndrome insomnia permanent disability chronic low back pain anxiety multi nodular goiter bi-lateral reviewed (B)(6) 2021 carotid body tumor (r carotid bifurcation) reviewed (B)(6) 2021 l adrenal mass in CT hepatic mass in CT pancreatic atrophy lymph nodes - 2 left side neck reactive in MRI (B)(6) 2021. FDA safety report ID# (B)(4).